Manufacturer narrative:
The complaint product was not returned for evaluation; however, the reporter provided photographic evidence. Analysis of the photographs confirmed the reported complaint. The root cause of the reported failure mode was determined to be insufficient solvent due to damage to the equipment used to dispense solvent during the control valve assembly process. Inspection of the equipment identified damaged and bent solvent lines, which resulted in improper dispensing. Corrective actions have been implemented to prevent recurrence, including updating preventive maintenance activities to incorporate replacement of solvent dispensing lines at all applicable stations. A review of complaint history identified 15 additional complaints involving the same part number with a similar failure mode within the preceding 24 months. No additional trends were identified at this time; monitoring will continue for any emerging trends. The device history record for lot 1590727 was reviewed, and confirmed that the product was manufactured according to specifications. All information reasonably known as of 20 apr 2026 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by airlife represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to airlife. Airlife has no independent knowledge of the event reported, but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the airlife complaint database and identified as (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an airlife product is defective or caused serious injury.

Event description:
It was reported that the thumb valve broke off during patient use. There were no reports of continuous suctioning, therapy delay, harm, or injury resulting from this event.

Manufacturer narrative:
The product involved in the report has not been returned for evaluation. A review of the device history record is in-progress. All information reasonably known as of 26 dec 2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by airlife represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to airlife airlife has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the airlife holdings complaint database and identified as (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an airlife product is defective or caused serious injury.

Event description:
It was reported that the thumb valve broke off during patient use. There were no reports of continuous suctioning, therapy delay, harm, or injury resulting from this event.